Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Found faulty downstream occlusion sensor which was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a no disposable alarm after seal replacement during testing. There was no patient, or clinician injury associated with this event.